Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current status of the patient?

Event description:
It was reported that following a lap sigmoid colectomy, the patient experienced anatomic site bleeding two days post op. The patient had to stay a couple days post op. The doctor reported slow, continuous bleeding after use for the first time. The integrity of the staple line was verified but the patient continues to have bleeding on three days post-op ((B)(6) 2019). A leak test was performed during the procedure and was successful so the device had been discarded.

Manufacturer narrative:
Product complaint # (B)(4). Corrected data: brand name, catalog, unique identifier (UDI). Additional information was requested and the following was obtained: what were the indications for surgery? Laparoscopic sigmoid colectomy did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Pa fired the device. Was their first time firing the powered circular. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Yes. Was the green checkmark visible at the end of the firing? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full turns. Was there any difficulty removing the device? Some resistance and vacuum. Was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes, two full, intact donuts. Were there any issues noted with staple formation? If so, please describe the shape and location. No. How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current status of the patient? Discharged. Additional information provided: the indication for surgery for was sigmoid cancer. The patient had a fairly significant rectal bleed the following day after surgery. The typical protocol is to give preoperative heparin and then give lovenox the next day. Because of the rectal bleed, they had to delay anticoagulation prophylaxis. The patient had not received any neoadjuvant chemo or radiation therapy. The surgeon commented that this was not a major bleed, and there was no harm as a result of missing a dose of lovenox. When asked about firing technique, the surgeon stated that a pa fires the device. The device is closed to finger tight, wait 15 seconds, then tighten some more before firing. As it relates to staple form, they were not able to fully assess, but staple form did not seem to be a problem. Product was a cdh29p. A leak test was performed during the case with zero issues.